Event description:
While setting up for the case and counting sponges, a sponge was opened and what appeared to be animal fecal material fell out from the sponge. The sponge and pack were removed from service and replaced. The procedure was completed as planned with no delay or further issues. The sponge will be returned to the medline representative. Per site reporter: they are working to eliminate contamination issues in custom packs. They have a plan in place that will hopefully reduce the number of contaminations soon.